Manufacturer narrative:
Device passed displacement test and self test. No audio/vibrate anomaly noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's name was (B)(6) and weight was (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibrate on alarms no longer working. The customer's blood glucose was unknown. The customer was not feel or hear the vibrate. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.